Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a trial procedure on (B)(6) 2020. The physician attempted to insert the first lead into the patient when the csf leak occurred. The drg trial procedure was abandoned and a blood patch was performed. The physician decided to trial the patient with an scs system during the same procedure. Patient had access to effective therapy post operation. Patient did not report any symptoms related to the csf leak.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.